Event description:
Abbott freestyle redesigned test strips are providing blood glucose readings 20-45 points lower than the previous design of strip. We have tested the redesigned test strip in a freestyle freedom and freestyle flash meters repeatedly against the freestyle strips that were not redesigned and the one touch meter system. Why have the freestyle redesigned test strips not been recalled in addition to the other strips that abbott recalled last year? Dates of use: (B)(6) 2011.